Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory the returned components underwent a thorough analysis. The balloon was examined, and a pin hole tear was identified in the sphere adapter junction which is consistent with wear. The ballon did not pass the leak testing that was performed. Analysis confirmed the reported clinical observations.

Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to recurring incontinence. During the procedure, the physician identified a hole in the pressure regulating balloon (prb) that resulted in fluid loss. The prb was replaced. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to recurring incontinence. During the procedure, the physician identified a hole in the pressure regulating balloon (prb) that resulted in fluid loss. The prb was replaced. There were no additional patient complications reported.